Event description:
It was reported that during a laparoscopic cholecystectomy procedure, both devices malfunctioned. While attempting to ligate an active bleeder, the clip scissored. Another device was used to complete the procedure. No adverse consequences reported. No additional information is available.

Manufacturer narrative:
(B)(4). Broken jaw at bifurcation, orange indicator over traveled, empty. The analysis results found that the el5ml device (a) was returned empty with the jaws broken at bifurcation. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. These findings are not related to the incident reported. However, it is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that one el5ml device (b) was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications and then, it locked out as intended. However, it is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # f9hn0x. Expiration date: 09/2014. Manufacturing date: 10/2009.